Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the colonovideoscope had foreign material in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, olympus confirmed the foreign material on the nozzle however, the foreign material could not be identified. Olympus could not conclusively specify the root cause of the foreign material that remained in the device. Customer was asked about cleaning, disinfection, and sterilization practices and the customer is not willing to provide any information for the reprocessing practice to olympus. It was unknown whether there was deviation from the instructions for use (IFU) in reprocessing steps on the location where foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.